Manufacturer narrative:
It was unable to perform displacement test due to unresponsive keypad. No button response on the act button due to corroded keypad traces noted. Unit had cracked display window, cracked case at display window corners, reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and belt clip slot.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that he thought his battery had died so he changed the battery. The customer received the alarm right after. The customer's blood glucose was 157 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from sleeping on the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.